Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the ophthalmic console could not be used after being connected. The screen was flashing, unresponsive, and displayed multiple advisory codes. The procedure was successfully completed by replacing the console with another one. No patient harm was reported.

Manufacturer narrative:
Corrected information received in the section of b.2 and h.11. Upon further review, it was confirmed that the reported event was radio frequency identification (rfid) issue/unacceptable which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence, this event does not meet reporting criteria. No further report will be submitted under mfg report number 2028159-2025-01306. The manufacturer internal reference number is: (B)(4).